Event description:
New information states that the pulse generator exhibited backup vvi mode post external defibrillation shock. After device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator post external defibrillation shock. After a device firmware download, normal device function resumed.